Event description:
It was reported that the patient felt palpations. The right atrial (ra) lead was observed with oversensing and noise on electrograms that were reproducible with isometrics. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: fr995-27 tissue valve, implanted 2003-(B)(6), 6945-58 lead, implanted 2001-(B)(6), (B)(4).